Manufacturer narrative:
Device evaluation is pending. Issue is being reported as alert could not be cleared by operator.

Event description:
The customer reported the device does not work with new battery anymore after one week and beeps. There is no indication of negative patient impact.

Manufacturer narrative:
(B)(4).